Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the stapler was sticking out of the distal area. It was reported a new stapler was used to complete the case. There was no patient injury.